Manufacturer narrative:
The reported event was inconclusive. The device was not returned for evaluation. A potential root cause for this failure mode could be "misuse of device." A potential root cause for this failure could be "material incompatibility/ material deterioration" the lot number is unknown; therefore, the device history record could not be reviewed. The product family for this fecal management system product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the fecal management system product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the inflation port fell off after the unknown diginshield device was placed in the patient. The device was changed so that the staff could inflate and deflate without issues.